Event description:
Acetabular fracture caused the cup/liner to migrate into the pelvis. Cup and liner were removed and zimmer shell was placed back in.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no medical records were returned for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Acetabular fracture caused the cup/liner to migrate into the pelvis. Cup and liner were removed and zimmer shell was placed back in.

Manufacturer narrative:
It was noted that the device and additional information would not be made available due to hospital policy. A supplemental report will be submitted upon completion of the investigation. Device not returned.